Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 0.014in bmw guide wire was advanced to the target lesion. The lesion was ballooned and stented. When pulling the guide wire back, the distal end separated and remained in the patient. No resistance was noted during advancement or withdrawal. Attempts to remove the separated portion of the guide wire with a spider guide wire and a balloon catheter were unsuccessful. A snare device was successful in retrieving the separated portion. Thrombus occurred distally, medication was given. Per the physician, the attempts to retrieve the guide wire may have contributed to the thrombus. The patient was cleared from the intensive care unit (ICU). There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. Attempts to retrieve the guide wire may have contributed to the reported thrombus; however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.